Manufacturer narrative:
The initial reported event of lead fracture, lead was explanted and replaced, and patient suffered damages and mental anguish were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: medtronic conducted an investigation based upon all received information. The following complaint(s) were investigated: it was reported that: there was an apparent lead fracture. This complaint was confirmed based on the actual device. The most likely root cause was traced to a component failure. There was mental anguish. There was not enough information to make any determination based on the actual device. The most likely root cause was not established. Product analysis occurred. The primary analysis finding was: the distal conductor of the lead developed a fracture due to flexing while in vivo. Additional finding(s) include: the proximal conductor of the lead developed a fracture due to flexing while in vivo. Further action was not required because an existing corrective action or investigation is applicable. Should new information become available the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The rv lead was explanted and replaced. Additionally, an attorney alleged that the patient has or had a recalled model as that is defined in this complaint and has suffered damages as a result of having been implanted with an affected model. As a direct and proximate result of defendant¿s conduct, plaintiff suffered and will continue to suffer personal injury, economic loss, pecuniary loss, mental anguish and other compensable injuries. No patient complications have been reported as a result of this event.